Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he lost the serter device. The customer was hospitalized on (B)(6) 2017 with a high blood glucose level of 577 mg/dl. Troubleshooting was not performed. The call was disconnected. The device was not returned.